Event description:
Stapler warped while attempting to fire, no fire occurred stapler was able to be released without manual override and on removal from patient, staple was unable to be removed due to misshapen stapler head. Stapler was saved and given to vendor. Stapler was intact otherwise. No patient injury occurred.